Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. One used lf1723 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the black insulation on the shaft damaged. There was also mechanical damage to the amodel plastic on the jaw. The reported alarm activation was not confirmed however the report of the device breaking during application was confirmed. The device was activated ten times on simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The investigation noted mechanical scratching on the insulated shaft. The insulation was pushed back in one area and bare metal was visible. The amodel plastic insulation on the jaw showed mechanical damage. Both the mechanical damages are consistent with scraping the shaft against another instrument or the sharp edge of a trocar during insertion or removal of the device. The investigation identified the root cause of the reported event to be user mishandling. The IFU states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that in the middle of the nephrectomy procedure an error occurred and sealing was incomplete. The device was found to be damaged near the jaws but it could not be determined when exactly the device was damaged. A new device was opened to continue the procedure. There was no patient harm. There was no additional tissue resection nor tissue damage. Nothing fell into the patient's cavity and there was no bleeding. Upon receipt for investigation a section of insulation was damaged on the shaft of the device near the jaw and part of the insulation may be missing.